Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, the pump did not power up when the customer plugged the pump into a charger despite using multiple usb cables, wall adapters and power sources. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.